Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) didn¿t achieve perfect hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle, covering the balloon proximal tip, and the procedure sheath was observed on the outer cartridge tubing, fully retracted. The sealant was not returned with the device, the advancer tube was found inside the shuttle cartridge, and the syringe was observed connecting to the device with stopcock open as received. The condition of the returned device is like an incomplete removal of the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The shuttle cartridge was retracted to engage to the black handle, and the advancer tube was found properly engaged to proximal tamp lock as received. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1812101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product evaluation, procedural/handling factors (such as incomplete removal of the device leading to the sealant becoming dislodged during removal) may have contributed to the issue experienced as evidenced by the advancer tube still being on the catheter shaft. According to the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall and leading to a failure to achieve hemostasis. Neither the phr reviews, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) didn¿t achieve perfect hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1812101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) didn¿t achieve perfect hemostasis. There was no reported patient injury.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.